Event description:
Patient was undergoing a percutaneous tranluminal angioplasty of the left superficial femoral artery and the tip of the interventional wire broke off inside the left superficial femoral artery. The procedure itself was not successful; therefore the tip of the wire remained in the patient.what was the original intended procedure?pta of the left superficial femoral artery.device #1is this a laboratory device or laboratory test?no.